Manufacturer narrative:
Product analysis: the device returned with the external slider in the home position. The stent graft returned loaded in the delivery system. A gap was present between the graft cover and tapered tip measuring 5mm (specification = 1mm). A longitudinal scratch was visible to the surface of the graft cover. There was a break to the proximal end of the screw gear with the hypotube kinked at the break site. The reported ¿difficult to position¿ can be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted during and endovascular procedure for the treatment of a 65mm thoracic aortic dissection. It was noted that the patient's femoral artery and external iliac were twisted, calcified presented with severe arteriosclerosis and narrow approach. It was reported that during the index procedure, when attempting to advance the device into the external iliac artery, severe resistance was met and the device could not pass through the vessel. The device was removed, the vessel was ballooned and a new attempt was made to advance the device. The resistance was still too great to pass, and the contralateral attempt still failed to deliver the sent. The procedure was completed using a non-medtronic device. As per the physician the cause of the deployment issue could not be determined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.